Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a pump alarm was heard and telemetry had no yet been performed. Troubleshooting was not possible due to lack of access to the product. No medical or therapy problems were reported. Additional information was received from a consumer (con) on 2017-may-24. It was reported that the pump was alarming on (B)(6) 2011 and shortly thereafter the patient's pain started increasing and had withdrawals and kept getting worse and worse and worse and taking all the oral meds and they weren't helping and was bedridden and using a cane. Patient stated she began to get the shakes. Patient stated that the healthcare professional (hcp) referred her to a neurosurgeon and saw the physician who was on call prior to the week before christmas; because the other physician was on vacation for 10 days. Patient said she developed uncontrollable shakes, weakness, nausea and headache. Patient said they kept telling the patient to take more oral meds and reviewed she was in withdrawal symptoms and was told to go to the ER and get a prescription and told them she was taking the pills every 4 hours for days. Patient was admitted to the hospital and put on IV drugs on either (B)(6) 2011 or (B)(6) 2012. The patient's pump was replaced on (B)(6) 2012. The patient had dilaudid in the pump and the concentration and dose were unknown. No further complications were expected or anticipated. Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that maybe 5 years ago the pump was replaced due to longevity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.